Event description:
During a percutaneous discectomy procedure, tip of the divice broke inside the disc space. The material was retreived. To date, there have been no adverse effects noted in the patient's condition.